Manufacturer narrative:
Based on the information provided, the device did not cause or contribute to a death or serious injury, nor has it been implicated by the physician. In addition, the information provided does not reasonably suggest that the device malfunctioned. Therefore, under the regulations set forth under 21 cfr 803, it is concluded that this is not a reportable event.

Event description:
It was reported that surgery time was extended while attempting to insert the liner.